Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 12 days ago, pt's husband increased the stimulation a little bit about 30 minutes after that, they had excruciating pain through their legs. Pt mentioned they already turn the therapy off, but the pain has not stopped and it's been 12 days. Pt stated they called their doctor and the doctor was out of town and will be back next week. Pt said they couldn't' take the pain anymore and if they tried to walk, it's unbearable. Pt mentioned they tried to call the manufacturer representative (rep) several days ago, but they were told to call the doctor first. Agent reviewed role of rep, provided national answering service (nas) phone number, and redirected pt to healthcare provider (hcp) to further address the issue. Agent sent an email for the field team for visibility.